Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient was taken back to surgery the next day and the spinal segment of the catheter was replaced. Following the spinal segment replacement the issue was resolved.

Event description:
Information was received from an unknown source regarding a patient who was receiving lioresal 70 mcg/day 500 mcg/ml via an implantable pump. It was reported that the catheter was unable to be aspirated during an eri pump replacement. The surgeon replaced the pump segment although the catheter still did not aspirate. The surgeon did not replace the spine segment during this surgery and will discuss options with the patient later. There were no known environmental/external/patient factors that may have led or contributed to the issue. Action/intervention: replacement of the pump segment currently. The surgeon plans to discuss the patient's options when he wakes up from surgery. Outcome: the issue was not resolved. The hcp has no further information for medtronic. The patient medical history was not available due legal and confidential reason. The patient was alive and no injury.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-nov-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.